Event description:
The report stated that the jaws of the handpiece locked closed on the uterine pedicle and would not open. The surgeon had to clamp and suture around the device and then cut around it to remove it and complete the procedure. The surgeon reported that the handle will release from the locked position but the jaws remain shut and will not open. There was no further harm to the pt.

Manufacturer narrative:
While the evaluation of the incident device showed the device performs according to specification, turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position." Additionally, valleylab has also found that if the jaws are not cleaned as instructed in the IFU eschar can buildup and cause the jaws to stick to the sealed tissue. Valleylab has issued a hotline bulletin to inform customers on how to avoid tissue buildup that can lead to sticking. A copy of this hotline bulletin has been sent to the customer.